Manufacturer narrative:
Investigation of the reported event is pending.

Event description:
It was reported that eight hours into perfusion, message code 390 (low hepatic artery flow) was reported. It was noted that this occurred after the surgeon removed clamps that were used to prop up the inferior vena cava cannula in preparation for transplant. It was noted that this likely resulted in a drop in inferior vena cava flow which resulted in the arterial flow being not calculated. Troubleshooting measures were discussed, however, the team declined to make any changes. Following perfusion, the liver was transplanted with no reported issue.

Manufacturer narrative:
Device data was provided for review. Review of the data noted severe and frequent inferior vena cava collapses along with severe bleeding for most of case. No device issue noted. The root cause of the reported event was inferior vena cava collapse and bleeding.

Event description:
It was reported that eight hours into perfusion, message code 390 (low hepatic artery flow) was reported. It was noted that this occurred after the surgeon removed clamps that were used to prop up the inferior vena cava cannula in preparation for transplant. It was noted that this likely resulted in a drop in inferior vena cava flow which resulted in the arterial flow being not calculated. Troubleshooting measures were discussed, however, the team declined to make any changes. Following perfusion, the liver was transplanted with no reported issue.